Event description:
It was reported that during a graft declotting procedure, the balloon burst & 2 pieces of the balloon material & the distal tip separated from the catheter. All indwelling pieces were retrieved with no further complications being reported.